Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) pacing impedance measurements of 2500 ohms and shock impedance measurements of greater than 200 ohms. There was also no capture at maximum outputs. The patient had been hospitalized for a myocardial infarction previous to this which was unrelated to the device system. There was no noise, and sensing measurements were good, but the r wave amplitude measurements were decreased. A surgical revision was performed and the patient's rv defibrillation lead was surgically abandoned and replaced. When the new lead was connected to this device, the shock impedance measurements were greater than 200 ohms. When the device was placed in the pocket, normal shock impedance measurements were obtained. No additional adverse patient effects were reported. The device remains in service.